Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 1 mg/ml dilaudid at a dose of 0.1999 mg/day and 25 mg/ml bupivacaine at a dose of 4.998 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient went in for a routine refill on (B)(6) 2017 and the pump logs were interrogated. A motor stall without recovery had occurred on (B)(6) 2017 and a stopped pump may exceed tube set message was also seen on (B)(6) 2017. The patient had recently had an MRI and it was reported per the hcp that the motor stall occurred on the same date the patient had their MRI. It had been more than two hours since the patient exited the MRI field. The hcp re-interrogated the pump and confirmed that he was able to see that motor stall recovery had occurred on (B)(6) 2017 around the same time he had initially interrogated the pump. Troubleshooting resolved the reported event. No symptoms were reported. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.